Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have the conductor wire dislodged at back end when the housing was removed. The instrument failed the electrical continuity test. The complaint regarding poorly sheathed scissors and arcing was confirmed by failure analysis. The probable root cause of a dislodged conductor wire on the proximal end is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the monopolar curved scissors instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. .

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, the insulation sheath of the monopolar curved scissors (mcs) instrument was found to be damaged. The technical support engineer (tse) advised that in cases of any doubt of the instrument's integrity: the instrument should not be used. The procedure was completed with no reports of patient injury.